Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s bolus delivery duration times varied from 2-3 minutes. The patient listened for the bolus duration with a stethoscope and wanted to know why the pump didn¿t take the same time, each time, to deliver the bolus. Sometimes the bolus duration was 2 minutes and sometimes it was 3 minutes. The patient was concerned that something may be wrong and was questioning if he was getting all his medication. The plan was to see the patient and check the logs. Additional information received reported that the device logs were read and showed normal operation including bolus requests. It was noted that the office does not give patient¿s weight. Additional information was received from the patient. It was reported that the patient stated their pump used to take 3 minutes to deliver the bolus but now the pump was only taking 2 minutes. The patient stated they listen to the pump when bolusing by using a stethoscope. The patient also stated there is more medication left over at their refills than expected. The patient was told to call the manufacturer. The manufacturer's patient services specialist (pss) reviewed the manufacturer's role versus the healthcare provider's (hcp) role and redirected the patient to their hcp. Pss reviewed manufacturer resources available to hcps. The patient mentioned this issue has been going on for over a year.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the actual reservoir volume being greater than the expected volume was device inaccuracy. It was reported that it was a manufacturer defect. It was reported that the volume discrepancy had not been resolved and that the hcp was waiting on a more accurate device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.